Event description:
Patient was undergoing coil embolization procedure for an endoleak using penumbra ruby coils. During the procedure, coil would not detach inside the endoleak so it was removed from that patient. Later, another coil broke and it could not be detached.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2013-00540.